Event description:
Customer alleged getting mastitis from using elvie stride. Customer stated "I got mastitis, by week 3 again. Basically twice in one week. It ruined my supply. I had to throw away supply because of the antibiotics I had to get on and it was causing my baby issues in his tummy. My supply is not where I was before because of it. It was a truly disappointing and ongoing disappointment experience".